Event description:
The surgeon attempted to implant an aa4204vl silicone lens. The lens was damaged during insertion into the eye and was removed. No patient event or injury. It is unknown if the device malfunctioned.